Event description:
Legal counsel for patient reported patient underwent total right hip arthroplasty on (B)(6) 2000. Patient's legal counsel further reported patient underwent a revision procedure on (B)(6) 2011 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, elevated metal ions, metallosis, and osteolysis. Additional information provided in patient medical records indicate right hip revision performed on (B)(6) 2011 was due to instability. The patient¿s operative report noted crack in acetabular liner, cup retroverted, lysis, and scar tissue. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 6 states, "material sensitivity reactions". Number 11 states, "inadequate range of motion due to improper selection or positioning of components." Number 19 states, "postoperative bone fracture and pain." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-03552 and 06833).